Event description:
Event description guidant received information that this chronic ventricular implantable lead was intermittently sensing and exhibited loss of capture. The pacing impedance measurement was less than 200 ohms.